Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module was observed with backed out pivot latch screw. This was observed by bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
Omit:c20 - no findings available, d15 - cause not established. Additional information : manufacturer narrative, imdrf annex a, b, c, d, g codes. Investigation summary: the reported issue of a backed out pivot latch screw was confirmed by the bd site visit to the facility; however the root cause for the reported issue could not be investigated. No additional information or devices were provided. Inspection and testing of the device could not be performed as it was not provided for investigation. Bd alaris pump module door inspection tip sheet recommends inspecting the pivot latch screw to ensure it does not appear to be loose or has not backed out. A properly installed screw will appear recessed into the screw hole and will not be flush with the outer casing of the door cover. Alaris pump modules with loose or backed out pivot latch screws should be removed from service and sent to the biomedical engineering department for repair. Replace the pivot latch screw if it is removed or loose. Do not reuse or tighten the same pivot latch screw. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a backed out pivot latch screw could not be determined since no devices or pictures were provided to perform the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module was observed with backed out pivot latch screw. This was observed by bd representative during site visit. There was no patient involvement.